Event description:
I have a boston scientific pacemaker that was installed in (B)(6) 2018. I had my annual in-clinic device check for my pacemaker on (B)(6) 2025. I informed the clinicians, the cardiologist and my pcp ((B)(6) 2025) that I was feeling generally unwell (fatigued, rundown, low energy). All tests came back clear and it was thought my general unwell feeling was related to not yet fully recovering from pneumonia in (B)(6) 2025. I was told the pacemaker battery would last another year and a half. I continued to feel unwell with symptoms worsening throughout (B)(6) 2025. I noticed my blood pressure was a bit on the low side so I attributed it to that. On (B)(6) 2025, I walked 2.5 miles at the gym (my usual routine) and ran my normal errands, during which time I began to feel lightheaded to the point that I had to immediately sit down to remain conscious. Afterwards, I called my pcp, who suggested stopping a medication and suggested I call my cardiologist to run a download on my pacemaker. I called the cardiologist and from home, neither the device clinic nor the manufacturer of the device (boston scientific) could successfully download and transmit the data from the device. They recommended I go in-person to the device clinic. Initially, the device clinic also could not download and transmit the data from in the clinic; until they brought in what they called "the big machine". During testing with "the big machine" the screen turned red and said "running in safe mode". The clinic called my cardiologist group and boston scientific. The cardiologist directed me to the emergency department with the assumption that the pacemaker battery needed to be replaced. I was escorted by a clinician to the emergency department for overnight observation. During transit to the emergency department, I was informed that when in safe mode the pacemaker paces ventricularly; however, I need atrial pacing. I was also informed that this was causing my top heart chambers and bottom heart chambers to be beating out of sync. The emergency department did a chest x-ray, an EKG, and other tests. I was admitted overnight for observation. I was hooked up continuously to a heart monitor, and blood was taken every two hours to monitor whether my heart was under stress. The next morning, an echo was performed prior to the procedure. A representative from boston scientific arrived ahead of the procedure and planned to send the replaced battery to minnesota for data analysis (I've not heard results of this.) He also informed me that he could tell that on 2025 my pacemaker's monitor had stopped performing the standard nightly sweeps for red alerts. Around 12:30pm on (B)(6) 2025, I was taken back for the procedure to replace the battery. Very active lifestyle.